Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix would not extend on the right atrial (ra) lead. Multiple attempts were made to extend the helix. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.